Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-70mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Customer had a seizure and lost consciousness, patient went to emergency room but did not receive treatment at emergency room. Recommendation was made to consult with a healthcare provider to discuss diabetes management.